Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma stage 0 ('surgery (other) type of surgery: leep for cancerous cells') in an adult female patient who had essure (batch no. 827946-notvalid,12486522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test were not performed". The patient's medical history included epigastric pain, nausea, vomiting, gastroenteritis viral, multiple sclerosis, multiple gastric ulcers and loop electrosurgical excision procedure. Concurrent conditions included irregular periods, hypertension, cervical dysplasia, carcinoma in situ of cervix and pap smear abnormal. Family history included multiple sclerosis and hypertension. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) / cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), complication of device removal ("any complications from your essure removal procedure?yes"), abdominal pain ("abdominal pain"), back pain ("back pain") and cervical dysplasia ("hsil / cervical intraepithelial neoplasia (cin) grade ii and iii") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid/other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy - left). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain was resolving and the cervix carcinoma stage 0, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, uterine leiomyoma, complication of device removal, abdominal pain, back pain and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, back pain, cervical dysplasia, cervix carcinoma stage 0, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2010: result: assessment: low grade squamous intraepithelial lesion.; on (B)(6) 2017: result: findings: the procedure was notable for normal cervical epithelium, nabothian cysts, and white epithelium present.. Cytology - on (B)(6) 2010: result: human papillomavirus-positive.. Gynaecological examination - on (B)(6) 2017: result: bilateral essure coils noted.. Pathology test - on (B)(6) 2017: result: diagnosis: endocervical currettage: diagnosis: strips of high grade squamous intraepithelial lesion cervical biopsy 3 o' clock: diagnosis: strips of high grade squamous intraepithelial lesion cervical biopsy 12 o' clock: diagnosis: high grade squamous intraepithelial lesion; on (B)(6) 2017: result: final diagnosis endocervix, biopsy: benign endocervical tissue ectocervix, 12 o'clock, leep: high grade squamous intraepithelial lesion/carcinoma in situ 2-3 (hsil/cin2-3), involving endocervical glands, margin positive - tee endocervical margin in both the 9-12 o'clock and 12-3 o'clock quadrants c. Ectocervix, 6 o¿clock, leep: benign ectocervical and endocervical tissue.. Smear cervix - in (B)(6) 2017: abnoraml. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, dyspareunia,uterine leiomyoma and menorrhagia. Lot number (827946) is invalid, lot number:12486522, manufacturing date:2011/04, expiration date:2014/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: new events (abdominal pain, back pain, device monitoring procedure were not performed and hsil / cervical intraepithelial neoplasia (cin) grade ii and iii) are added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cervix carcinoma stage 0 ("surgery (other) type of surgery: leep for cancerous cells") in an adult female patient who had essure (batch no. 827946-invalid,12486522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, nausea, vomiting, gastroenteritis viral, multiple sclerosis, multiple gastric ulcers and loop electrosurgical excision procedure. Concurrent conditions included irregular periods, hypertension, cervical dysplasia, carcinoma in situ of cervix and pap smear abnormal. Family history included multiple sclerosis and hypertension. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches") and complication of device removal ("any complications from your essure removal procedure?yes") and was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid/other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy - left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the cervix carcinoma stage 0, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, uterine leiomyoma and complication of device removal outcome was unknown. The reporter considered cervix carcinoma stage 0, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2010: result: assessment: low grade squamous intraepithelial lesion.; on (B)(6) 2017: result: findings: the procedure was notable for normal cervical epithelium, nabothian cysts, and white epithelium present.. Cytology - on (B)(6) 2010: result: human papillomavirus-positive.. Gynaecological examination - on (B)(6) 2017: result: bilateral essure coils noted.. Pathology test - on (B)(6) 2017: result: diagnosis: endocervical currettage: diagnosis: strips of high grade squamous intraepithelial lesion cervical biopsy 3 o' clock: diagnosis: strips of high grade squamous intraepithelial lesion cervical biopsy 12 o' clock: diagnosis: high grade squamous intraepithelial lesion; on (B)(6) 2017: result: final diagnosis. Endocervix, biopsy: benign endocervical tissue. Ectocervix, 12 o'clock, leep: high grade squamous intraepithelial lesion/carcinoma in situ 2-3 (hsil/cin2-3), involving endocervical glands, margin positive - tee endocervical margin in both the 9-12 o'clock and 12-3 o'clock quadrants. Ectocervix, 6 o¿clock, leep: benign ectocervical and endocervical tissue. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, dyspareunia,uterine leiomyoma and menorrhagia. Lot number (827946) is invalid. Lot number:12486522 manufacturing date: 2011/04 expiration date:2014/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cervix carcinoma stage 0 ("surgery (other) type of surgery: leep for cancerous cells") in an adult female patient who had essure (batch no. 827946,12486522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, nausea, vomiting, gastroenteritis viral, multiple sclerosis, multiple gastric ulcers and loop electrosurgical excision procedure. Concurrent conditions included irregular periods, hypertension, cervical dysplasia, carcinoma in situ of cervix and pap smear abnormal. Family history included multiple sclerosis and hypertension. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches") and complication of device removal ("any complications from your essure removal procedure?yes") and was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and uterine leiomyoma ("tumor / teratoma / cancer type: fibroid/other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy - left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the cervix carcinoma stage 0, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, uterine leiomyoma and complication of device removal outcome was unknown. The reporter considered cervix carcinoma stage 0, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2010: result: assessment: low grade squamous intraepithelial lesion.; on (B)(6) 2017: result: findings: the procedure was notable for normal cervical epithelium, nabothian cysts, and white epithelium present.. Cytology - on (B)(6) 2010: result: human papillomavirus-positive.. Gynaecological examination - on (B)(6) 2017: result: bilateral essure coils noted.. Pathology test - on (B)(6) 2017: result: diagnosis: endocervical currettage: diagnosis: strips of high grade squamous intraepithelial lesion cervical biopsy 3 o' clock: diagnosis: strips of high grade squamous intraepithelial lesion cervical biopsy 12 o' clock: diagnosis: high grade squamous intraepithelial lesion; on (B)(6) 2017: result: final diagnosis a. Endocervix, biopsy: benign endocervical tissue b. Ectocervix, 12 o'clock, leep: high grade squamous intraepithelial lesion/carcinoma in situ 2-3 (hsil/cin2-3), involving endocervical glands, margin positive - tee endocervical margin in both the 9-12 o'clock and 12-3 o'clock quadrants c. Ectocervix, 6 o¿clock, leep: benign ectocervical and endocervical tissue.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, dyspareunia,uterine leiomyoma and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loop electrosurgical excision procedure ("surgery (other) type of surgery: leep for cancerous cells") in an adult female patient who had essure (batch no. 827946,12486522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, nausea, vomiting, gastroenteritis viral, multiple sclerosis, multiple gastric ulcers and loop electrosurgical excision procedure. Concurrent conditions included irregular periods, hypertension, cervical dysplasia, carcinoma in situ of cervix and pap smear abnormal. Family history included multiple sclerosis and hypertension. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches") and complication of device removal ("any complications from your essure removal procedure?yes"), underwent loop electrosurgical excision procedure (seriousness criterion medically significant) and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid/other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy - left). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the loop electrosurgical excision procedure, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, uterine leiomyoma and complication of device removal outcome was unknown. The reporter considered complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, loop electrosurgical excision procedure, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2010: result: assessment: low grade squamous intraepithelial lesion; on (B)(6) 2017: result: findings: the procedure was notable for normal cervical epithelium, nabothian cysts, and white epithelium present.. Cytology - on (B)(6) 2010: result: (B)(6). Gynaecological examination - on (B)(6) 2017: result: bilateral essure coils noted. Pathology test - on (B)(6) 2017: result: diagnosis: endocervical curettage: diagnosis: strips of high grade squamous intraepithelial lesion. Cervical biopsy 3 o¿clock: diagnosis: strips of high grade squamous intraepithelial lesion. Cervical biopsy 12 o¿clock: diagnosis: high grade squamous intraepithelial lesion; on (B)(6) 2017: result: final diagnosis endocervix, biopsy: benign endocervical tissue. Ectocervix, 12 o'clock, leep: high grade squamous intraepithelial lesion/carcinoma in situ 2-3 (hsil/cin2-3), involving endocervical glands margin positive ~ tee endocervical margin in both the 9-12 o'clock. And 12-3 o'clock quadrants. Ectocervix, 6 o¿clock, leep: benign ectocervical and endocervical tissue. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, dyspareunia,uterine leiomyoma and menorrhagia. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received with her demographic details were updated. Essure lot number added. Race information and reporter information added. Suspect drug implant date updated and explant date added. Product indication updated. Following events were added: pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/ urinary tract/vaginal):urinary tract infection, vaginal infection, migraines/headaches and tumor / teratoma / cancer type: fibroid. Event clubbed: tumor / teratoma / cancer type: fibroid/other injury(ies) or complication please describe: fibroids,any complications from your essure removal procedure? Yes and surgery (other) type of surgery: leep for cancerous cells. Event outcome added for: pain. Medical history, family history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.